Event description:
The customer reported that the 2800 system table would not move and was locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension was not installed properly causing the table to stop. The leg extension was reseated and the 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.